Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out-of-range shock impedance measurements. Boston scientific technical services (ts) was contacted for assistance and discussed troubleshooting options. Surgical intervention was taken to explant and replace the device and lead. No additional adverse patient effects were reported.